Event description:
The customer reported that there was a communication failure error message. This error resulted in a system lock up. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The voltage on c-arm power supply was readjusted to optimum operating voltage. The system was tested and found to be working as intended and put back into service.